Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light guide lens has a crack, cut on bending section cover or distal sheath, there is a gap in adhesive area between server plug-in and distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal end of the duodenovideoscope was damaged. The issue was discovered during reprocessing. There were no reports of patient involvement.